Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump has a big black spot on the display screen. Customer's blood glucose levels were not included in the report. Customer stated that the pump may have been bumped. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.